Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000345736 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
FDA medwatch report mw5149284. The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip broke while in patient.